Event description:
It was reported by service report that the head section retaining cover was broken and the x frame is damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.